Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU) potential device or procedure related adverse events section includes but is not limited to endoleak, aneurysm rupture and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The clinical specialist reported the following: on (B)(6) 2021, this patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, follow up computed tomography (CT) images showed good seal at the renal arteries. On (B)(6) 2022, follow up CT images revealed no seal at the renal arteries and a type ia endoleak and a contained rupture. It was reported that on (B)(6) 2022, the physician performed a reintervention. Angio demonstrated aneurysm into the visceral vessels with nowhere to seal, therefore the patient underwent open repair. The aneurysm ruptured again before leaving the operating room. A second open repair was attempted but they were unable to, and this was not successful. The patient expired on (B)(6) 2022, in the operating room.